Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 6-7x daily. The alleged issue began about 1-2 weeks prior to contacting lfs. The patient reported obtaining a blood glucose result of "174 mg/dl" with the subject meter. The patient manages her diabetes with prandin pills (1 mg/ 2-3x daily). Based on the alleged result, the patient administered her usual dose of medications. About 30 minutes after, the patient claims she felt symptoms of shaking, fatigue, "irregular heart rate", sweating and impaired speech which she associated with low blood glucose. The patient ate chocolate as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution for quality control testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.